Manufacturer narrative:
Fracture might have occurred during suturing the lead. The product has not returned to boston scientific so product analysis could not be returned. Product record reviews did not identify a product quality issue or new patient harm.

Event description:
It was reported that during a follow up a day after the implant procedure the right atrial (ra) lead got fractured. Lead fracture was confirmed x-ray imaging and impedances readings. It was also reported that lead was not sensing and there were no electrocardiogram and markers. Patient is currently in atrial fibrillation (af) , so patient will be reevaluated in the next two or three weeks. Device remains in service. No additional adverse patient effects were reported

Event description:
It was reported that during a follow up a day after the implant procedure the right atrial (ra) lead got fractured. Lead fracture was confirmed x-ray imaging and impedances readings. It was also reported that lead was not sensing and there were no electrocardiogram and markers. Patient is currently in atrial fibrillation (af) , so patient will be reevaluated in the next two or three weeks. Device remains in service. No additional adverse patient effects were reported